Manufacturer narrative:
E.1 initial reporter facility name: rector & visitors of university of virginia behalf of medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode. A technical support specialist (tss) dialed into the station and confirmed it was in disconnected mode. Data sync logs showed errors. Tss then dialed into the app server and checked the station database, which was at 7.6gb. A backup of the station database was performed. Following ka (proper data sync 2.0 procedure), a gui sync was executed and validated. A complete data sync was performed, and no disconnected mode was shown. The station error no longer appeared, and all data synchronization was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.